Event description:
It was reported that this right ventricular (rv) lead was attempted due to terminal end damage, electrode end damage, and high pacing threshold. The lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
The device has been received for analysis and upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a medwatch report will be filed.

Manufacturer narrative:
The device has been received for analysis and upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a medwatch report will be filed. A correction has been made in section h6 device codes to capture device code a05 mechanical problem and a0203 defective device.

Event description:
It was reported that this right ventricular (rv) lead was attempted due to terminal end damage, electrode end damage, and high pacing threshold. The lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the high capture thresholds allegation was not confirmed based on normal lead resistance measurements, a passing hipot test. The stylet insertion and helix difficulty allegation was confirmed based on a stylet insertion failure near the terminal pin, indicating a deformed inner coil. This type of damage is consistent with inner coil over-torque and helix extension or retraction difficulty. A deformed inner coil near the terminal pin is consistent with helix extension or retraction difficulty and over-torque. Such damage is considered a design issue.

Event description:
It was reported that this right ventricular (rv) lead was attempted due to terminal end damage, electrode end damage, and high pacing threshold. The lead was never in service. No adverse patient effects were reported.